Event description:
On the printout of what the rhythm was doing, it chose to shock a rhythm that I feel is clearly not shockable. It looks like either CPR was being done at around 70 times a min or there was a bizarre rapid ventricular rate at 70 times mins. Either way as medic I would not have considered shocking it, but the machine did, and turned it into a nice asystole. On follow-up with customer, it was discovered that pt was flown to hosp and later died in ER. The electronic pt. Event record was evaluated by the MFR. It appears that CPR was being done during the analysis period. The CPR artifact caused the AED to determine that the ECG signal was a shockable rhythm.